Event description:
It was reported that patient presented in-clinic with numerous noise reversions. Noise is being sensed on the atrial port with no atrial lead. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.